Manufacturer narrative:
B5 - exchange date should be (B)(6) 2020, in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -10.00 diopter, implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
H3- device evaluation : lens was returned in liquid, inside a vial. Visual inspection found no visible damage to the lens, residue on the lens surface was observed. Claim# (B)(4).